Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(4) distributor contacted zoll to report that a patient had skin inflammation under the front therapy electrode, the right ECG electrode and around the garment. The patient also reportedly had an age spot that was bloody under the rear therapy electrodes. There was no additional follow-up on the condition of the area.